Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16; using the pod 5 / page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported by the patients mother that her child gets rashes while wearing pods. Usually wears on stomach or arms. Mother stated blood glucose was not affect. Mother stated that sometimes he could wear them for all 3 days but also reported times they were removed a bit early. Since using tegaderm patches with the pods they have not had this issue. Mother stated that when they were at their doctor's office she saw the rash and he prescribed a hydrocortisone cream. They used the same cream before this but got it without a prescription. Hydrocortisone cream %1 was prescribed for when he gets itching and rashes.